Manufacturer narrative:
Other relevant device(s) are: sw app 9735762 stealth s8 app. Patient information was unavailable. Event date was unknown. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that during the clinical case some of the instruments were showing inaccurate by 1-2 inches in the posterior direction and to the left. It was also reported that the inaccuracy was 1-2 cm, so follow-up is being conducted to clarify the actual amount. The surgeon registered non-sterile with the disposable touch-n-go probe with a 1.9 mm registration error metric. After draping and going sterile, the straight suction and the quadcut blade were both showing posterior by 1-2 inches. It was stated that the inaccuracy occurred from the beginning of the clinical case, with it showing inaccurate even on the patient's nasion when checking prior to draping. It was noted that the surgeon wasn't able to recheck accuracy with the touch-n-go probe prior to ending the procedure. It was unknown if there was any impact on patient outcome, but there was no reported impact on patient outcome. A medtronic representative (rep) later worked on the system and was unable to replicate the issue. It was noted that the site does not use the patient tracker initialization and uses the footswitch to collect registration points. The site has not changed their operating room (or) setup or work flow. The system software application was later changed to a different version, and since doing so there has been no word of recurring issues.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.